Event description:
It was reported the patient felt like she may die; tremendous dosage. The patient had been to 3 emergency rooms (ER) and was told they did not know how to read a pump. The patient was experiencing extreme signs of paranoia and the patient was going to lose her job over it. The patient also was ¿doubled over in pain.¿ the issue started over the past few months ((B)(6) 2015). The patient reportedly though someone tapped her cellphone. It was also mentioned the patient lost 25-30 lbs. Over the past few months. The patient also thought she was getting boluses. The reporter gave the patient food and water and told her to call her doctor. It was noted the patient ¿googled¿ drug overdose and was looking at prialt. It was unknown what drug the pump was used to deliver (device registration lists the drug as prialt and morphine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4) implanted, product type: catheter. Product ID: 8598a, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: 2013, product type: catheter (B)(4).